Event description:
I started using bausch and lomb renu with moisture loc and had persistent reddening of the whites of my eyes. My eyes were very sensitive to light even with sunglasses on. I had to shade the sides of my eyes to even be out in the sun. This would persist for weeks at a time. I had no loss of vision, but my eyes were painful and swollen. I tried using eyedrops for redness to no avail. This occurred on and off during from summer 2005 until feb 2006. I thought maybe this was allergies but had never suffered this problem before. I did not associate it with the solution, but now am wondering if it was not a reaction to the recalled solution. I have not had any problems since I have changed solutions. I had an eye exam in april and was told my eyes were healthy. But I truly believe that the renu with moisture loc could very well have been the cause of my eye problems. Event abated after use stopped.